Event description:
Related manufacturer reference number: 2017865-2021-24207 new information states that the patient presented for a device follow-up with frequent loss of capture beats during rate hysteresis despite a satisfactory pacing output based on in-clinic threshold measurement, reveal in the freeze capture and noise reversion episodes. It was also noted that capture threshold was varying. Autocapture was turned on and the same phenomenon was observed without the device detecting a loss of capture. There were several noise reversion episodes noted starting (B)(6) 2020. There were a couple beats that was not capturing during noise reversion episodes, which could be due to functional loss of capture. The device was then programmed to an output higher output than the in-clinic threshold which resolved the issue with no further loss of capture beats observed. Lead insulation damage was suspected. The patient remained stable and asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device follow-up with frequent loss of capture beats during rate hysteresis despite a satisfactory pacing output based on in-clinic threshold measurement. Autocapture was turned on and the same phenomenon was observed without the device detecting a loss of capture. The device was then programmed to an output higher output than the in-clinic threshold which resolved the issue with no further loss of capture beats observed. The patient remained stable and asymptomatic.